Event description:
It was reported that air bubbles were observed within the tubing. The customer primed the tubing to address the issue. The customer¿s blood glucose level was 350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling.